Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Expiration date not available. Email address unknown / not provided. Premarket identification k011028 and k013227.

Event description:
The doctor reports that the implants located in positions #44, #45, #46 and #47 had to be removed because of bone loss caused by the fractured of the lingual table. The doctor reports implant pain, inflammation, edema and osteolysis.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H4: device manufacturer date changed to unknown. Upon investigation, during inspection and later confirmation with customer, the reference has been updated to tsv4b10 with unknown lot number. One (1) imp,tsv,mcol mg,3.7mm,11.5mml (tsvmb11), one (1) imp,tsv,4.1mm,sbm,10 (tsv4b10), one (1) (tsvm4b11), and one (1) imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) were returned for investigation. Visual evaluation of the as returned implants identified no damage or signs of malfunction that would contribute to the events. However, there were reports of implant pain, inflammation, edema, and osteolysis. Additionally, similar complaints for bone loss related problems have been previously investigated. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing conditions noted on the per were poor oral hygiene and high bone density (type I). The reported devices were in tooth locations #44, #45, #46 and #47 (universal) and were used for 27 days. DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did not occur, and the reported events are unverifiable. Bone loss has a summary investigation attached. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.